Event description:
The facility representative contacted baxter to report an intermate in which the reservoir ruptured during patient use. The event occurred close to the end of the infusion. The patient did not receive the full standing therapy. There was no adverse event, patient injury or medical intervention associated with this report. The device had not been cooled prior to the patient application, and the patient was not receiving any other drugs through the port. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through idc-CAPA-(B)(4).